Event description:
Device stopped delivering feeding.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, a pump that was connected to a patient stopped delivering feeding. It was reported that this caused the resident to miss feeding for a day. No injury was or medical intervention was reported related to the incident. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.